Event description:
It was reported that the patient passed away due to multisystem organ failure.

Manufacturer narrative:
Adverse event problem: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Multiple organ failures/dysfunctions and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.